Event description:
Received information stating customer received multiple inaccurate fill estimates. Reportedly customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for evaluation. Should new information becomes available, a follow up report will be submitted.